Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that the customer's bg levels began to rise significantly four hours after activating a new pod. Her bgs rose consistently over a two hour period, ranging from 272-399mg/dl. The pod will be returned for evaluation.